Event description:
Constant pain post-surgery is comparable to intermittent pain prior to device implantation. Unable to get out of bed, roll over, stand (from sitting) without assistance. Bone graft material wrapping around r-l4 inferior facet causing severe r-l4-5 neural frontal narrowing. Infuse was used in an off label manner (tlif).